Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 421 mg/dl. The customer stated that the insulin pump also alarmed meter blood glucose or calibrate now. She stated that she had inserted her sensor 2 hours prior, and the insulin pump kept alarming, indicating that the calibration was overdue. She stated that when she went to calibrate, the insulin pump would not take it. She complained of dry mouth and treated using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.